Manufacturer narrative:
The device was received fully deployed. The investigation found no damages or defects that would contribute to the soft cannula becoming dislodged. The cause of the cannula becoming dislodged could not be determined. The device was received with the soft cannula fully deployed. The investigation found a small tear in the distal tip of the soft cannula. The data showed no evidence of struggle in the drive mechanism that would indicate a failure to deliver insulin. The exact cause and time of this damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 1 and 4 hours. The adhesive completely separated from the (arm) causing the cannula to dislodge. A new pod was successfully applied.